Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Institution phone: (B)(6).

Event description:
Philips received a complaint from the customer reporting the tidal volume did not display properly on the v60 ventilator screen. The device was not in clinical use. There was no report of harm/impact to patient or user. The device did not meet specification for intended use and was removed from service. A philips field service engineer (fse) evaluated the device and confirmed the device could not detect the flow and tidal volume. The fse determined the gas delivery subsystem (gds) was defective and required replacement. The customer was provided a service proposal for correction. This investigation is ongoing.

Manufacturer narrative:
The quote provided to the customer expired with no acceptance. There was no service performed by philips due to customer decline.